Event description:
The customer reported level sense system errors and approximately twenty (20) milliliters of fluid leaked under the cartridge chemistry (cc) sample probe involving the unicel dxc 800 synchron system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and cleaned up the fluid with water, bleach, gauze, and paper towels. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated erroneous glucose results were generated. An initial glucose result of 25 mg/dl was obtained. Subsequent analysis of the same sample recovered results of 75 and 77 mg/dl. The erroneous result (25 mg/dl) was not released out of the laboratory. There was no patient impact associated with this event. The customer cleaned the probe and performed quality control (qc), which recovered within specification. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the vacuum valve, sample probe, wash collar, linear pump auto gloss delivery tube, wick, and blade. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications.